Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that the bolus amount on the insulin pump was scrolling when she let go of the button. Customer's blood glucose reading at the time of the call was 197 mg/dl. No further information reported.